Manufacturer narrative:
The customer¿s report of free flow was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The only observed anomalies were that both iui connectors were dull. Analysis of the pcu event log shows that at 12:43 pm on (B)(6) 2016 the device was programmed to infuse oxytocin induction 30unit in 500ml at a rate of 1ml/hr . At 12:54 pm, the device was channeled off. The volume recorded as being infused during this period was 0.17ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of freeflow was not identified.

Event description:
Received a copy of the customer's medwatch report from the customer which states, "rn obtained pitocin, primed IV line. Rn placed the medication in the alaris pump, closed the door. Pitocin line attached to patient. Pump was off. Pitocin began infusing spontaneously while the pump was off, the line was correctly in the pump and the door was closed. Pitocin immediately removed from the patient. Pump immediately removed from patient. Pt had a 7 minute contraction that followed infusion bolus. Baby did not respond negatively to the prolonged contraction. Pitocin restarted approximately 30 minutes later. Delivery of infant with 8, 9 apgars. No untoward effects." The patient had no lasting harm from this event.